Manufacturer narrative:
At this time no conclusions can be made. The attorney alleges that the patient had injuries and surgery to remove the device; however no details have been provided. The cause of the patient postoperative complications cannot be determined at this time. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of a bard/davol marlex mesh and underwent explant surgery on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against the marlex mesh. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."